Event description:
Nurse reported customer was hospitalized for diabetic ketoacidosis. Nurse also reported, all memory was wiped out of the insulin pump. No further details provided at the time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.